Event description:
Manufacturer report number: 2017865-2019-04129. The patient presented in clinic following syncope. The device was interrogated and loss of pacing was noted during asystole episodes. The device was reprogrammed to resolve the issue of asystole. Although the issue was resolved, the device and lead were explanted and replaced. The patient was in stable condition.